Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump powered off without user input during dobutamine infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the customer reported issue of the pump shutting down was not reproduced. The device was programmed for flow rate accuracy and was able to complete the test with no issues. A review of the event history log (ehl) for the event date provided revealed "improper shutdown!" Messages. Improper shutdown messages occur when all power to the pump is lost however the log cannot differentiate between user removing power to the pump or the pump shutting down on its own. The customer wireless battery module and ac power adapter were not returned with the pump for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through the history log however no cause was identified as the pump operated as intended. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.